Event description:
In 2008, baxa was notified by the customer of two pt involved incidents using the em2400 compounder for tpn production. It was reported to baxa that this pt had received a tpn bag containing a higher-than-desired quantity of magnesium. The bag was infused into the pt for 3-4 hrs and then removed once the issue was discovered. The pts blood work indicated that a higher than expected level of magnesium was present. However, no add'l medical intervention was needed. The pt is in stable condition and did not exhibit any adverse event as a result of the infusion.

Event description:
In 2008, baxa was notified by the customer of two pt involved incidents using the compounder for tpn production. It was reported to baxa that this pt had received a tpn bag containing a higher-than-desired quantity of magnesium. The bag was infused into the pt for 3-4 hrs and then removed once the issue was discovered. The pts blood work indicated that a higher than expected level of magnesium was present. However, no add'l medical intervention was needed. The pt is in stable condition and did not exhibit any adverse event as a result of the infusion.

Manufacturer narrative:
Add'l manufacturer narrative: medical center's inpatient pharmacy contacted baxa in 2008 to report that their magnesium sulfate container ran dry before the compounder application prompted them to change the container. A total of 3ml of magnesium sulfate should have been used for the day's tpn production (container = 50ml). It was also reported that their calcium gluconate containers physical remainder was more than half filled (container = 100ml). A total of 78ml of calcium gluconate should have been used for the day's tpn production. A total of 20 tpn bags were compounded for the day's production using the compounder. The customer reported that all bags were recalled from the floor, and that three of the compounded bags had been infused into neonatal pts for 3-4 hrs. The bags were removed from infusion once the issue was discovered. These three pts are in stable condition and did not exhibit any adverse event as a result of the infusion. The facility ran tests on the three pts to determine if excess levels of magnesium were present in blood samples taken. Two of the pts blood work indicated a higher than expected level of magnesium. However, this did not require any add'l medical intervention. The third pt did not have elevated levels of magnesium. To investigate the cause of the reported issue and to provide technical assistance, a site visit was conducted at medical center's inpatient pharmacy the next day by baxa associates. In order to investigate the issue, the following items were evaluated: compounder: the entire sys was isolated, including the disposables and ingredient setup to preserve the setup in use during the previous day's production. Results of eval: the physical setup of the compounder was correct. All ingredients and inlets were correctly connected to their associated ports. A visual inspection of the hardware that comprises the compounder showed no physical damage. All 24 valve actuators were aligned to the home position. A visual inspection of the valve set revealed no physical damage. All 24 valve cores under the valve set were aligned to the home position. The sys check (qm-15.02 section 9 procedure) was performed with one baxa and two summerlin observers physically confirming the em2400 performance. All three test formula bags completed successfully (within +/- 3%). The functional testing revealed that the compounder performed as designed. The blackbox data: the computer running the compounder operating software and the compounder itself maintain an ongoing dialogue that is recorded in a "blackbox" file. This provides an audit trail for reference. Results of eval: the blackbox data verified that the user who set up the compounder on the day of the reported incident did bypass the barcode verification step for magnesium sulfate. The hospira brand magnesium sulfate was scanned, an audible alarm was received and the empty vial of american regent brand was scanned to bypass the alarm process. Upon the magnesium sulfate container running dry, the user was presented with an audible bubble alarm error. The user acknowledged the error 19 times before aborting the bag run. The user proceeded to manually change the calcium gluconate remainder value from 21.14ml to 60.00ml. Then, the magnesium sulfate container was swapped out with a new full container, primed and verified. A complete review of the blackbox data showed that the compounder performed as designed and delivered the volumes of the requested ingredients for the day's production. Other observations: it was immediately noticed that vials had been retained for several ingredients that were no longer being acquired (an indication that the barcode verification process was being bypassed). Hospira brand magnesium sulfate is the current ingredient in use. However, an empty vial of american regent brand magnesium sulfate was placed inside the hood. The technician staff confirmed in follow-on interviews that they scan the barcode from the american regent brand rather than the hospira brand to bypass the barcode verification process during the setup of the compounder. Three add'l empty containers for other ingredients were placed on the shelf above the hood. The technician operating the equipment was observed during the site visit. The technician lacked the proper knowledge to safely use the device. The tech did not know how to power the em2400 down. During the setup process of the compounder, the tech did not use the proper techniques for connecting the inlets to the valve, spiking the source ingredients, hanging the source ingredients and labeling the inlets with their barcodes. Based on an eval of the documentation associated with this event, it can be concluded that the most likely cause of this issue is that the user inadvertently connected the inlet (tubing) from the ingredient magnesium sulfate to the ingredient port (attachment at compounder site) calcium gluconate, which resulted in magnesium being pumped when calcium was intended and vice versa, thereby administering magnesium rather than calcium. This conclusion is supported by the blackbox data, the physical remainders in the containers, and the test results for the three pts. Two of the pts had elevated levels of magnesium but the third pt did not have elevated levels of magnesium. The first two pts had substantial volumes of calcium in their orders. The third pt had no ordered calcium. The compounder performed as designed and delivered the requested ordered volumes of ingredients. During the site visit, the technician who was operating the compounder on the day of the incident was provided add'l training. The hospira brand barcode for magnesium sulfate was addressed to prevent problems that lead to future failure modes. The importance of the verification process during the setup of the compounder was revisited with the director. To ensure that the inlet is attached to the correct port, they were instructed to physically grab the inlet that is being primed and verified and hold on to it as the ingredient is selected for priming. This will provide a visual verification that the ingredient being primed is actually pumping through the inlet that is being held in hand. To prevent this issue from re-occurring, recommendations were made to the customer that baxa provide their facility routine scheduled training sessions and assist in establishing proper policy and procedure for safe compounding practice. Device was evaluated at customer site by baxa personnel.

Manufacturer narrative:
Add'l manufacturer narrative: medical center's inpatient pharmacy contacted baxa in 2008 to report that their magnesium sulfate container ran dry before the compounder application prompted them to change the container. A total of 3ml of magnesium sulfate should have been used for the day's tpn production (container = 50ml). It was also reported that their calcium gluconate containers physical remainder was more than half filled (container = 100ml). A total of 78ml of calcium gluconate should have been used for the day's tpn production. A total of 20 tpn bags were compounded for the day's production using the compounder. The customer reported that all bags were recalled from the floor, and that three of the compounded bags had been infused into neonatal pts for 3-4 hrs. The bags were removed from infusion once the issue was discovered. These three pts are in stable condition and did not exhibit any adverse event as a result of the infusion. The facility ran tests on the three pts to determine if excess levels of magnesium were present in blood samples taken. Two of the pts blood work indicated a higher than expected level of magnesium. However, this did not require any add'l medical intervention. The third pt did not have elevated levels of magnesium. To investigate the cause of the reported issue and to provide technical assistance, a site visit was conducted at medical center's inpatient pharmacy the next day by baxa associates. In order to investigate the issue, the following items were evaluated: compounder: the entire sys was isolated, including the disposables and ingredient setup to preserve the setup in use during the previous day's production. Results of eval: the physical setup of the compounder was correct. All ingredients and inlets were correctly connected to their associated ports. A visual inspection of the hardware that comprises the compounder showed no physical damage. All 24 valve actuators were aligned to the home position. A visual inspection of the em2400 valve set revealed no physical damage. All 24 valve cores under the valve set were aligned to the home position. The sys check (qm-15.02 section 9 procedure) was performed with one baxa and two summerlin observers physically confirming the device performance. All three test formula bags completed successfully (within +/- 3%). The functional testing revealed that the compounder performed as designed. The device blackbox data: the computer running the compounder operating software and the compounder itself maintain an ongoing dialogue that is recorded in a "blackbox" file. This provides an audit trail for reference. Results of eval: the blackbox data verified that the user who set up the compounder on the day of the reported incident did bypass the barcode verification step for magnesium sulfate. The hospira brand magnesium sulfate was scanned, an audible alarm was received and the empty vial of american regent brand was scanned to bypass the alarm process. Upon the magnesium sulfate container running dry, the user was presented with an audible bubble alarm error. The user acknowledged the error 19 times before aborting the bag run. The user proceeded to manually change the calcium gluconate remainder value from 21.14ml to 60.00ml. Then, the magnesium sulfate container was swapped out with a new full container, primed and verified. A complete review of the blackbox data showed that the compounder performed as designed and delivered the volumes of the requested ingredients for the day's production. Other observations: it was immediately noticed that vials had been retained for several ingredients that were no longer being acquired (an indication that the barcode verification process was being bypassed). Magnesium sulfate is the current ingredient in use. However, an empty vial of another co brand magnesium sulfate was placed inside the hood. The technician staff confirmed in follow-on interviews that they scan the barcode from the american regent brand rather than the hospira brand to bypass the barcode verification process during the setup of the compounder. Three add'l empty containers for other ingredients were placed on the shelf above the hood. The technician operating the equipment was observed during the site visit. The technician lacked the proper knowledge to safely use the device. The tech did not know how to power the device down. During the setup process of the compounder, the tech did not use the proper techniques for connecting the inlets to the valve, spiking the source ingredients, hanging the source ingredients and labeling the inlets with their barcodes. Based on an eval of the documentation associated with this event, it can be concluded that the most likely cause of this issue is that the user inadvertently connected the inlet (tubing) from the ingredient magnesium sulfate to the ingredient port (attachment at compounder site) calcium gluconate, which resulted in magnesium being pumped when calcium was intended and vice versa, thereby administering magnesium rather than calcium. This conclusion is supported by the blackbox data, the physical remainders in the containers, and the test results for the three pts. Two of the pts had elevated levels of magnesium but the third pt did not have elevated levels of magnesium. The first two pts had substantial volumes of calcium in their orders. The third pt had no ordered calcium. The compounder performed as designed and delivered the requested ordered volumes of ingredients. During the site visit, the technician who was operating the em2400 compounder on the day of the incident was provided add'l training. The hospira brand barcode for magnesium sulfate was addressed to prevent problems that lead to future failure modes. The importance of the verification process during the setup of the compounder was revisited with the director. To ensure that the inlet is attached to the correct port, they were instructed to physically grab the inlet that is being primed and verified and hold on to it as the ingredient is selected for priming. This will provide a visual verification that the ingredient being primed is actually pumping through the inlet that is being held in hand. To prevent this issue from re-occurring, recommendations were made to the customer that baxa provide their facility routine scheduled training sessions and assist in establishing proper policy and procedure for safe compounding practice. Device was evaluated at customer site by baxa personnel.